Manufacturer narrative:
Upon completion of an audit of the dj orthopedics (B)(4). Facility in (B)(4); FDA issued a finding on 13 december 2018 that "procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established." This report is being submitted as part of djo's efforts to address this finding. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation. No lot number is available, so no device history record review could be performed. Complaint data for similar products and issues going back 9 months has been reviewed. The trend indicates that reported customer complaints are within control.

Event description:
It was reported that the patient was wearing her brace when an injury occurred. She went straight up to hit a volleyball over the net, came straight down and heard and felt a "pop." She tore her anterior cruciate ligament (acl). Surgery was performed in (B)(6) 2018.